Event description:
The physician reports the urinometer device was in use for twenty-four hours and operating correctly. The physician observed fungus in the device when following up the patient's urine quantifications.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted.